Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not fire after several attempts. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The event occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application like clip opening after closure of the clip. Medium clips clips were used with the clip applier instrument. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The subject clip applier been used two times during the case when the incident occurred. Backup clip applier was used to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip, causing side to vertical misalignment of the grips. The complaint was confirmed by failure analysis.